Event description:
It was reported that during a breast biopsy procedure there was a shearing issue with the device. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.